Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced withdrawal symptoms including increased pain for two days. The pt was seen by the hcp and the event logs revealed a motor stall with no recovered noted. A roller study was performed and there was no movement noted. The pt's pump was replaced. The pt recovered without sequela. The pt's pump contained morphine 25 mg/ml, no dose was reported.